Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: multiple patient receiver: model #: org-9110a, serial #: (B)(4), device manufacturer data: 07/07/2014, unique identifier (UDI) #: (B)(4). Orgs: model #: org-9110a, serial #: (B)(4), device manufacturer data: 07/07/2014, unique identifier (UDI) #: (B)(4). Telemetry transmitter(s): model #: ni, serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected devices. No patient harm was reported. Nihon kohden technician(s) went on-site and found there were loose connectors on both the a and b splitters in the ceiling at nk connectors. The nk technician(s) adjusted both the a and b side which involved adding attenuators in the multiple patient receiver closet which resolved the reported issue. Nk technician(s) advised the bme that the proper recommended work process of removing batteries that are not in use is not being followed. The check electrodes alarm on the cns is not being addressed by the nursing staff, which directly after shows as signal loss at the cns.